Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument could not be removed". The instrument was found to have the main tube broken. A piece measuring approximately 0.070¿ x 0.098¿ was not returned with the instrument. The housing was removed from the back end, and no damage was found. The cables were cut inside the housing in order to remove the accessories from the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. The reported instrument was received with the reducer accessory which was stuck on the main tube of the instrument and had to be removed. Visual inspection of the reducer accessory found no physical or cosmetic damage. A gage pin test was performed and the pin fit through the tip smoothly. There was no problem detected for the reducer accessory.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the tip-up fenestrated grasper instrument could not be removed, after which it was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 15-sep-2021. The tip-up fenestrated grasper instrument was in the situs and could not be retracted or removed from trocar, as if it was blocked. The issue occurred when the surgeon wanted to exchange the instrument. The instrument was removed from the situs/ trocar with a little more force than usual. A replacement instrument was used to complete the surgery successfully. The patient was born in (B)(6), but the exact date was not known.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a tip-up fenestrated grasper instrument (pn # 470347-12/ lot # n11210510-0241) was used during this procedure. The instrument has 10 lives allotted to it. The alleged event occurred on the 3rd use of the instrument. There are 7 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the additional information obtained, this complaint is being reported due to the following conclusion: the instrument's clevis pin may have dislodged, resulting in the difficulty removing the instrument through the trocar. There was no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.